Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® precisionglide¿ multiple sample needle has been found containing foreign matter. The following has been provided by the initial reporter: needle is releasing metal particles.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record identified a potentially similar failure mode; plastic debris (not metal shavings) may be found on the IV needle prior to use; however, without a sample or photo of the reported failure, it is difficult to confirm if it is related. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® precisionglide¿ multiple sample needle has been found containing foreign matter. The following has been provided by the initial reporter: needle is releasing metal particles.